Event description:
False negative result. Horrible. Was horribly sick ordered this for pick up and took the test and was negative for all 3. So, though I had something viral went to the dr next day and tested positive for flu a so spent (B)(6) on a test that's false.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.